Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not locking in place and o-ring fell out and was missing. The customer¿s blood glucose level was 209 mg/dl and 233 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.